Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a supplemental report will be submitted.

Event description:
Medtronic received a report where it was alleged that endotracheal tube has a hole on the cuff after 3 days of patient use. It was reported that pre-testing was performed and no issues were identified. The patient is currently stable after the intubation. Follow up efforts are being made to gather additional information related to the reported event.